Manufacturer narrative:
Section h3 was corrected. Manufacturer¿s investigation conclusion: the reported event of controller fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days ( (B)(6) 2024, (B)(6) 2024 per timestamp). Controller fault alarms activated on (B)(6) 2024 from 18:10:22 ¿ 21:01:40 due to boost_0v faults. The alarms did not clear until the controller was shutdown. The driveline was disconnected at 21:01:15 and the controller was shutdown at 21:01:40. There were no other notable alarms active in the logfile. The device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that controller fault was continuously alarming on the system controller. The system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.